Manufacturer narrative:
Health professional was approximated to yes as the initial reporter name and occupation are unknown but the event was reported to have occurred at a health care facility. Date of event was approximated to (B)(6) 2019 as the event date is unknown. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure on an unknown date. According to the complainant, during the procedure, the clip could not deploy off. Reportedly, the clip ended up coming off of the patient. No patient complications have been reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block b3: date of event was approximated to 05/01/2019 as the event date is unknown. Block h6: problem code 2906 captures the reportable event of clip could not deploy. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure on an unknown date. According to the complainant, during the procedure, the clip could not deploy off. Reportedly, the clip ended up coming off of the patient. No patient complications have been reported as a result of this event. Additional information received on june 24, 2019. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure on an unknown date. According to the complainant, during the procedure, the clip could not deploy off. Reportedly, the clip ended up coming off of the patient. No patient complications have been reported as a result of this event. Additional information received on june 24, 2019. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Date of event was approximated to 05/01/2019 as the event date is unknown. Problem code 2906 captures the reportable event of clip could not deploy. Investigation results: visual examination of the returned complaint device revealed the clip assembly and the yoke were not returned, indicating the device had been fully deployed. It was also observed that the over sheath was partially withdrawn and a kink was found at the middle section of the catheter. Additionally, there was no issue with the handle. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label. Based on the evaluation of the returned device, the over sheath was partially removed from the device before use. This failure is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.